Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Functional testing was performed. Visual testing was performed- found damaged dso seal, scratched lens, damaged remote dose connector. The customer's reported problem was confirmed. The root cause was old software. The dso seal, lens, remote dose connector were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that they were unable to upload a new software on the device. The device evaluation revealed a damaged downstream occlusion seal. There was unknown patient involvement.